Manufacturer narrative:
The system was examined. The company representative found that the balanced salt solution (bss) had oxidized some of the system components. The ultrasound (u/s) handpiece cable and the fluidics hub roller assembly were replaced to resolve the issue. However, it remains uncertain if these nonconformities would have affected the phaco power. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure the system was not generating ultrasound. The case was completed with no harm to the patient.